Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified arteriovenous fistula vein side. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 16 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and balloon pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient status was good.

Manufacturer narrative:
(E1) initial reporter city: (B)(6). Device evaluated by MFR.: a mustang device was returned for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. A longitudinal tear was identified in the balloon material. The tear measured 33 mm in length and extended from a position 13 mm distal of the proximal markerband to 7 mm distal of the distal markerband. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip of the device. A visual and tactile examination found no kinks or damage to the shaft of the device. Both markerbands were undamaged and present on the shaft of the device. No other issues were identified during the product analysis.

Manufacturer narrative:
Initial reporter city: (B)(6).

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in a shunt in a moderately tortuous and non-calcified arteriovenous fistula vein side. A 7.0 x 40, 40cm mustang balloon catheter was advanced for dilatation. However, during initial inflation at 16 atmospheres, the balloon ruptured. The device was removed from the patient's body without any problem and a balloon pinhole was noted. The procedure was completed with a different device. No patient complications were reported and the patient status was good.